Event description:
It was reported by the customer that pyxis medstation es system drawer experienced a malfunction and needed maintenance. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were off the bus. The field service engineer discovered that the pyxibus cable connections for both boards had become loose. He powered down the station and reconnected the cables securely. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es drawer experienced a malfunction and needed maintenance. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.